Event description:
Customer reported that when the doctor pulled back on the string the pattie detached. The doctor was able to remove the pattie quickly without consequences or delay to the patient. The hospital was not sure of product code or lot number. Cardinal health however, believes the product code is 24-5404 with a lot number of da492.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this compliant will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.